Event description:
Information was received from a patient's family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the cable of antenna was getting very hot and patient was unable to charge his ins anymore, probably a frayed wire. Further stated that there was an error message and it says charger problem. On thursday the device still worked, on friday no longer or not since friday. They also did everything right or we checked everything. Also took out the battery for two minutes, but after that there was nothing else. It displayed the same error message. The implant now has only 20% power and the charger itself was completely full, so that's not the problem. It was noticed that the cable that goes into the antenna gets very hot. Maybe that's the problem. Patient was afraid that this could lead to a deep discharge and that it won't work a t all afterwards. It won't last too long and they don't know he will get pain right away. A new recharger was requested. Patient has been notified that they should call back if replacement of their product does not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_rtm_unknown. Serial# unknown: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown: h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.